Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that, during a medial meniscus surgery, the needle broke when inserted into the knee scorpion. It was further reported that the device broke outside the patient. There was no harm for patient, operator or third party reported. The customer reported that a reinsertion of post medial meniscus was performed. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One (1) unpackaged, ar-12990n-1, scorpion needle, batch 15130811, was received for evaluation. Visual inspection noted the needle was broken at the distal end. The broken fragments were not returned for evaluation. Functional training was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.